Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is delivering boluses that were not programmed. The insulin pump is overdelivering insulin. The blood glucose reading was 190 mg/dl. The insulin pump will be replaced. Nothing further reported.